Event description:
The hospital perfusionist reported that the mps disposable experienced a leak during a procedure. The issue was discovered when blood was observed leaking from the bottom of the console following the procedure. The perfusionist reported that the alleged leak appeared to originate at the base of the device where the additive and arrest agents are connected. It was reported that the patient lost approximately 250-300 cc of blood and required a transfusion of one unit of prbcs (packed red blood cells) due to the blood loss. There was no other patient impact reported as a result of the alleged issue. The patient was discharged from the hospital with no complications reported. The device was returned to the MFR for analysis. No add'l info is available at this time.

Manufacturer narrative:
Reference: (B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.